Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had several high blood glucose readings in june. Customer's blood glucose was 360 mg/dl on (B)(6) 2013, which he attributes to a possible site issue as he inserted manually. Customer's blood glucose was 460 mg/dl on (B)(6) 2013, which he attributes to a reservoir from an affected lot. Customer stated that the affected reservoirs have been replaced prior to this call. Customer was not able to troubleshoot any further.